Manufacturer narrative:
Analysis was normal. No anomalies were noted. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examinations of the lead did not find any anomalies or distortion of the inner coil or the helix mechanism that would have contributed to the helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during the new implant procedure, that the helix of the right ventricular (rv) lead was extended as it passed through the sheath into the vessel. After retraction, a stylet was inserted but failed to advance and the helix would extend as the stylet was pushed in. The right atrial (ra) lead also was extended but after retraction multiple attempts to extend failed. After the lead was removed and tested the helix was found to be unable to extend or retract one turn at a time and instead snapped backed after two turns. The physician questioned the quality of both leads due to the malfunction observed. Both leads were exchanged/replaced. The procedure was completed. The patient was stable.